Event description:
It was reported that the plate was broken 3 months after the surgery (ssro setback). It was noticed by pt and the surgeon confirmed from the x-ray. Submaxilla displacement was 9mm, amount of rotation is 7 degree.

Manufacturer narrative:
The product was not returned for investigation. Therefore, a metallurgical exam - indispensable in such cases - can not be performed. The root cause of the reported observation can not be determined. Based on statistical eval, no indication was found for any design, material or mfg related issue.